Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar curved scissors was analyzed, and the findings did not replicate or confirm the customer reported event. The unit was analyzed and prior to inhouse testing, an inhouse mcs tip was placed on the instrument. The instrument was tested twice and passed the recognition and engagement tests with no issues. The instrument moved intuitively with full range of motion in all directions. The tips opened and close properly. The instrument was fully functional. Visual inspection was performed and found no external damage to the housing or tip. The housing was removed for inspection and found no internal damages. No errors were found during log review. The inputs disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. The instrument tube adapted was inspected and found no damage. No product issue was found.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 6mm monopolar curved scissors instrument was moving in the opposite direction than intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was seated at the surgeon console with their head inside the high resolution stereo viewer and attempting to manipulate instruments. When trying to move the instrument left, it moved right, and vice versa; the instrument's movement was opposite to what was intended. It is unclear whether the instrument movement was proportional to the surgeon¿s hand movements or if there was any lag, but no complaints of delay or shakiness were reported. The issue happened persistently: after reseating the instrument, the problem recurred, and the instrument had to be replaced with a new one. There were no patient injuries, instrument or system collisions, or unusual findings during pre-use inspection.